Event description:
During routine testing at installation of unit, customer reportedly noted the vaporizer interlock system was not working properly. There was no pt involvement. Investigation/conclusion: the vaporizer was returned to the manufacturing site for investigation. The unit was inspected and the reported complaint was confirmed. The complaint was due to the plunger not being properly inserted into the interlock bushing. The tec 5 vaporizer assembly instructions were reviewed and found to be adequate. Assembly personnel were informed of the occurrence and retraining will take place. The user is to ensure that only one vaporizer at a time can be turned on, as stated in the tec 5 vaporizer operation and maintenance manual. This is the third MDR within the last 12 months involving a tec 5 vaporizer wherein the cause was due to the plunger not being properly inserted into the interlock bushing out of an installed base in excess of 100,000 units.